Manufacturer narrative:
The device has been received for analysis, but the analysis has not been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this bioprosthetic mitral valve, the physician observed that the valve leaf lets "were not coapting well." The valve was sutured in place when it was tested, but the patient had not been weaned from cardiopulmonary bypass (i.e. Was not "off pump") at the time of testing of the valve. The valve was explanted and replaced. No specific failure mechanism, and no other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product was received in a red, blood tainted solution in a small specimen container enclosed in a biohazard bag in a small box. The valve was discolored showing evidence of blood contact. All leaflets appeared in a semi-relaxed position, which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. All commissures were intact. Analysis: the analysis of this device showed all leaflets were in the closed position. All leaflets were flexible and intact. All commissures were intact. The valve was tested in-house on the pulse duplicator at 70 beats per minute/65% diastole; c.o. Of 5 l/m. Pulsatile flow rates showed a slightly lower effective orifice area (eoa) and slightly higher pressure drop than historical results. This was likely due to stiffening of the leaflets from blood contact and the decontamination process performed at receipt. Regurgitation results were within historical range at each closing pressure. High speed video results of the leaflets kinematics showed a normally functioning device at cardiac outputs ranging from approximately 2.5 to 7 l/min. All three leaflets open fully and close in a synchronous manner. Upon closure, there is no evidence of leakage (e.g., no visible gaps between the leaflet free edges. All three leaflets opened fully and closed in a synchronous manner. Upon closure, there is no evidence of leakage and no visible gaps between the leaflet free edges. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the investigation and analysis findings, this device is acceptable; the clinical observation cannot be confirmed. Evaluation . (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.